Manufacturer narrative:
Medications: allopurinol, asa, ca+, multivitamin, flovent, furosemide, levothyroxine, metoprolol, kcl, preservision, simvastatin, tamulosim, ventolin, warfarin. Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, a patient underwent treatment of a common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The right side was treated previously by means of coil embolization. The left side was accessed by means of an arteriotomy. The gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses were implanted successfully. The left arteriotomy site was closed with an additional focal endarterectomy patch. The patient tolerated the procedure. On (B)(6) 2014, computed tomography showed a type ii endoleak reported to originate from a lumbar and inferior mesenteric artery. The aneurysm appeared irregular in shape and measured 70.0mm in diameter. A pseudoaneurysm of the left groin was also identified in the follow-up visit the same day. On (B)(6) 2015, the type ii endoleak was treated by means of an embolization procedure. The patient did well following the procedure and the pseudoaneurysm had also resolved.